Event description:
It was reported that the purple tip of the simpulse irrigator came off during irrigation. The surgeon removed the tip from the femoral canal. It was able to be retrieved with no add'l operating room time and there was no adverse pt outcome as a result of this event.

Manufacturer narrative:
The original sample was not returned for eval; however, a same lot sample was returned and evaluated. An eval of the returned device found it conformed to specs and no problems were found. A review of the mfg records for the reported product code and lot number revealed that there were no discrepancies during manufacture and there was no evidence of any mfg related issue which would cause or contribute to the reported event. At this time, no conclusions can be made.